Event description:
It was reported that clinician went to use the implant and there was no implant inside the plastic cylinder container. The surgery was completed using another implant for tooth #22.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Initial reporter¿s title is not provided / unknown. PMA/510k: additional 510(k) number is k101880.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Empty packaging was returned. The reported event was confirmed following visual evaluation. However, the coob could not be confirmed since open packaging was returned, and vial cap sterile barrier was identified to be broken ¿ conditions of use outside of zimvie controls are unknown. Based on the evaluation, the reported malfunction has occurred. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Based on the available information, the device was within specification and likely conforming when it left zimvie. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Therefore, the reported event could not be recreated. The complaint is not related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.